Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. Reportedly, the patient also had an artificial knee removal due to infection, however, it is not known which was the primary site. There were no additional adverse patient effects reported. The pacemaker was explanted.